Manufacturer narrative:
No unexpected vibrator anomaly noted. The insulin pump passed self-test. Unit received with cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and scratched reservoir tube window.

Event description:
It was reported that the customer had a vibrator anomaly on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stated that t he insulin pump will not vibrate when it goes into suspend or during selftest or when selecting vibrate mode from the alert type screen. The troubleshooting was performed. The customer was advised that the insulin pump need to replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.